Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head cracked at coating of head section boot. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found damage of the head of the stress boot. Additionally, internal image and cable flooding were observed. Based on the results of the investigation, it is likely that since there was a crack in the head of the stress boot, it is likely that the image and cable flooding occurred due to flooding from the crack. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head cracked at coating of head section boot. There were no reports of patient harm.